Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, engineering analysis and testing of other returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that a patient with this pacemaker experienced a syncopal event and was admitted to the hospital. Review of their system revealed loss of capture and high thresholds on the right ventricular (rv) channel. Signal artifact monitor episodes were recorded due to high out of range pacing impedance measurement of greater than 2000 ohms on both the right atrial and rv channels. Oversensing of noise was observed on both channels as well. At this time the pacemaker remains in service and no additional adverse patient effects were reported. New information received indicates that 17 months later this device was explanted and returned for evaluation.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this pacemaker experienced a syncopal event and was admitted to the hospital. Review of their system revealed loss of capture and high thresholds on the right ventricular (rv) channel. Signal artifact monitor episodes were recorded due to high out of range pacing impedance measurement of greater than 2000 ohms on both the right atrial and rv channels. Oversensing of noise was observed on both channels as well. At this time the pacemaker remains in service and no additional adverse patient effects were reported.